Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent an unspecified spinal surgery using rhbmp-2/acs. Post-op, the patient developed "significant pain-as well as required me to undergo a revision surgery, I'm worried things will get worse." Additionally, the patient has reportedly "had many problems ... Including pain, mental anguish, physical limitations, as well as required me to under go add'l surgeries."

Event description:
It was reported that on (B)(6) 2011, patient underwent following procedure: anterior spinal fusion, l3-l4, l4-l5, l5-s1. Interbody cage, l4-l5, l5-s1. Bone morphogenetic protein pre-op and post-op diagnosis: adult kyphoscoliosis, stenosis, multilevel degenerative disc disease. As perop notes: ".. At l5-s1, a cage of medium footprint, a 15 degree angle was chosen. After the endplate was threaded down the subchondral bone, the cage was packed with bmp 2, wrapped around allograft and impacted into disk space, correcting the angulation. The same maneuver performed at l4-l5, again with reflection of the annulus, discectomy and curettage, osteophyte release, and elevation of the disk space. Again, a 15-degree cage was placed asymmetrically to correct the deformity. At l3-l4, which was also severely angled, an osteotome was used to mobilize the disk space and to resect portions of the end plate of l3 to create full mobility. Cartilage was again removed down to the subchondral bone. At this level, a single bmp soaked sponge wrapped around the allograft was placed into the disk space, followed by loose allograft.. The patient was deemed stable for posterior fusion.." Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.